Event description:
Doctor reported event of "tracheal reintubation" from journal article: "perioperative safety in the longitudinal assessment of bariatric surgery", the new england journal of medicine; 07/30/2009, vol. 361, no. 5. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned. Based upon the date span of the study provided by the reporter the connector type is assumed to be a taper ii. Abdominal operation is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of tracheal reintubation as follows: "anesthesia: the anesthesiologist typically avoids mask ventilation prior to intubation in order to prevent aspiration of gastric contents into the respiratory tract. Crash induction of anesthesia (injection of anesthetic drugs followed immediately by intubation under cricoid compression) is common in obesity surgery. A nasogastric tube is typically placed after intubation in order to empty the stomach."